Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, only half of the balloon would inflate. In order to correct the problem, the user proceeded with the surgery with another device and had no further issues. There was no reported patient injury or adverse events.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one trocar 10mm. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection noted that the valve seal and locking collar were intact. A cut was observed to penetrate the balloon. The balloon was unable to be inflated due to the observed cut. The flapper valve and locking collar functioned properly. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use.